Event description:
Reportable based on device analysis completed on 18nov2014. It was reported that a catheter lost image occurred. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified right coronary artery (rca). During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to visualize the target lesion. However, lost image occurred during performing manual intravascular ultrasound (ivus). The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed sheath hole/perforation in the imaging window section of the catheter.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Evaluation of the returned device revealed a kink and small hole was observed in the imaging window at 94.9 cm from femoral marker to the distal end. Fluid was leaking from this open hole when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract due to the kinked imaging window. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. No image appeared in the system due to electrical open at distal. No discernible defect could be seen based on x-ray analysis to further characterize the electrical failure. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).